Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Physician reported a pt's concern of halos around car lights while driving at night, after having undergone lasik surgery in both eyes. This concern was presented at the two month post op visit. Left eye of the same pt is reported under MFR report # 3003288808-2011-00087.